Event description:
I purchase boston simplus contact solution on a regular basis. There is new packaging and the lid keeps getting clogged. Therefore the contact solution will not come out of the bottle. I have reported this to bausch and lomb and they want me to return the bottle but it is every bottle that clogs.